Manufacturer narrative:
The device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support.

Event description:
It was reported that the head piece no longer supports weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.